Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they were experiencing pain since implant and there was a suspected lead dislodgement a couple weeks following the implant procedure. Follow-up with the clinic was unable to provide further information and the right atrial (ra) lead and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.